Manufacturer narrative:
Philips service replaced the cover for the c-arm ceiling panel and mechanically repaired it. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the c-arm ceiling panel cover partially detached; safety chain intact on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.